Event description:
It was reported that during a lobectomy procedure, there was a firing issue. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
Date sent: 10/4/2007. Eval summary: the analysis results found that one device was returned with the anvil in the closed position and with no cartridge loaded on the device. No functional test could be performed and the device was disassembled to verify the condition of the internal components and the left and right shroud inner tube holding features were found broken. While no conclusion could be reached as to how the shroud became damaged; it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications prior to shipment. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.